Manufacturer narrative:
(B)(4). The reported complaint that "the pump turned off" is not able to be confirmed. The product was not returned for investigation. According to the follow-up information received, the battery was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the patient on post cardiotomy ECMO and aortic iapb was transferred to be included in the national transplant emergency list. During the transfer of the patient to the ward the pump turned off. Thanks to the stability achieved in the last 24 hours and the skill of dr. As well as the nurse and the perfusionist, there were no adverse consequences". Additional information states that the pump was not switched out. The current status of the patient is "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as the manufacture date is unavailable other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient on post cardiotomy ECMO and aortic iapb was transferred to be included in the national transplant emergency list. During the transfer of the patient to the ward the pump turned off. Thanks to the stability achieved in the last 24 hours and the skill of dr. As well as the nurse and the perfusionist, there were no adverse consequences". Additional information states that the pump was not switched out. The current status of the patient is "fine".